Manufacturer narrative:
Follow-up #1: date of submission 10/05/2016 device evaluation: the device has been returned and evaluated by product analysis on 09/10/2016 with the following findings: during investigation, all keypad buttons responded appropriately to user input. The keypad was intact. The keypad was removed to find no evidence of contamination on the button contacts. The original complaint of under responsive keypad buttons was unable to be duplicated. Unrelated to the original complaint, the audio bolus button cover was missing. The battery compartment was cracked from the top above the pad to the cover. A leak test was performed and failed due to a leak in the audio bolus button, and a leak in the battery compartment. Moisture was found inside the internal pump on the display, on the keypad connector, on the motor flex connector, and on all boards. Additionally, the cartridge cap was torn/punctured, and did not tighten fully. The pump's files were unable to be downloaded due to internal moisture damage.

Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On 07/16/2016, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. The reporter alleged the up arrow, down arrow, contrast, and ok buttons were under responsive. There was no indication that the product caused or contributed to an adverse event. The complaint is being reported because the issue has the ability to result in inadvertent or incorrect insulin delivery or the inability to use the pump.